Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a facial mass resection, sutures were used to suture the incision tissue. After opening the package of a well-packaged suture, just sutured the first time. After pulling it out, it was found that the needle was only 0.3mm left from the end of the suture. No broken needle was found on the surrounding ground. The doctor hurriedly arranged the patient to perform a CT examination to locate the broken needle. It was found that he left it in the patient¿s tissues, incised the area, took out the broken needle, and then used another suture.